Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty attaching the luer connector to the insulin cartridge during a set change, resulting in inability to lock the connector, disposal of the affected supplies, and use of a new infusion set, cartridge, and connect adapter; blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included need to replace disposables and interruption of the intended setup process without medical intervention or hospitalization. Investigation included customer interview and troubleshooting to document the mechanical connection issue and verify product details. Investigation of this case revealed a connection failure at the cartridge luer interface consistent with a mechanical fit or engagement issue involving the connector and cartridge components. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface or component mismatch during assembly leading to incomplete luer engagement.